Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the central control monitor (ccm) would not boot up. The ccm was displaying a "disk boot failure, insert system disk and press enter" message. He found that the problem was caused by the hard drive being detached from mounting bracket, preventing the ccm from booting. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's perfusionist, as he turned on the power to turn on the pump, the boot up screen stopped. It never continued to go to the perfusion screen, it just stayed on the first screen. He tried to reboot it five or six times but the problem did not resolve. The field service representative (fsr) verified the reported issue. Hard drive of the central control monitor b(ccm-b) had been damaged. It was completely ripped from its mounting plate. He replaced ccm-b. Unit operated to manufacturer specification. The suspect device was sent back to the manufacturer for further evaluation.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the central control monitor (ccm) would not boot up . There were no reported adverse consequences to the patient.